Event description:
It was reported that during a da vinci nephrectomy procedure, a plastic slice from the top of the permanent cautery hook instrument broke off and fell into the patient's abdomen. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the conductor cover broken off of the distal clevis. There is no evidence of arcing or damage to the wire and cable. No other damage was found.